Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. Summary of investigational findings: according to the description the filter was re-sheathed in an attempt to reposition, and during this the filter deployed prematurely from the jugular introducer. No product returned why unable to determine exact reason for the filter to pre-deploy. Release mechanism may have been inadvertently activated (unlocked) during advancement of system. There is no indications that this device was not manufactured within specifications. However, the exact root cause is unknown at this time. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: product deployed on its own in a sub-optimal position. Filter unsheathed and attempted to re-sheath as was not happy with positioning. The filter then deployed without firing the delivery system. Filter deployed sub-optimally. Patient outcome: no additional procedures were performed. No adverse effects on the patient have been reported.